Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying an "error 1" message during testing. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began on an unspecified date, during the evening. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and claimed she increased her dose of lantus insulin during the evening due to the alleged meter issue. The patient denied developing any symptoms as a result of the alleged issue however reported attending the emergency room during the evening where she was treated with IV glucose. The patient denied that her blood glucose was tested on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. This complaint is being reported because the patient reportedly received health care professional treatment for severe hypoglycemia after the alleged meter error began to appear.